Event description:
"Gets hot when run" was stated on the repair order. On follow up, it was reported that the device heated up during surgery, but not so hot that the procedure could not be finished. No patient injury or user injury occurred.